Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient reported he received a sensor failed message on (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019, he woke from a nap feeling dizzy. There were no values on his continuous glucose monitor (cgm). He checked the sensor, it displayed a sensor failed message and he reinitiated the sensor; however, it did not work. He checked his blood glucose (bg) which was 54 mg/dl. He drank some soda to raise his blood glucose. He was able to self-treat without medical intervention. He removed the sensor and monitored his bg using his glucometer. It was indicated that the patient restarted the sensor prior to issue, which is misuse of the device. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be counts aberration. No additional patient or event information is available.